Event description:
It was reported that an olive wire snapped in half while the surgeon was trying to remove it from the patient. The olive was there for temporary fixation of the plate but when removed a fragment was left in the patient. The olive wire was left in the patient as it was reportedly fully flush to the bone. Additional information was provided that the wire was being used according to the intended use and there were no significant bending moments applied to the wire during removal. The review of the device history record indicated there was no non-conformity associated with the wire.